Event description:
The customer reported a leak from the modular chemistry (mc) side of a unicel dxc 800 synchron system. The customer indicated that the identity and volume of the fluid are unknown. The leak was not contained within the instrument and fluid had leaked onto the floor. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) observed that the plug fitting for the deionized (di) water portion of the mc manifold was broken, causing the leak. The fse determined that the fluid which leaked was di water and proceeded to clean the spill. The fse replaced the plug fitting and repair was verified per established procedures.

Manufacturer narrative:
Results: plug fitting. (B)(4).